Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) pace/sense channel. The representative noted the noise was possibly due to an interaction between the associated rv lead and a previously capped rv lead. This, however, was not confirmed. The root cause for the noise remains undetermined. Subsequently, this implantable cardioverter defibrillator (ICD) was explanted and replaced along with the associated rv lead. No additional adverse patient effects were reported.